Event description:
It was reported that the subject device had poor light quality. The issue was identified during preparation for general surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the poor light quality was due to the light guide-bundle of the video cable section broken and a root cause for the fiber bonding in the outer tube area (distal end) is damaged could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor light quality. The issue was identified during preparation for general surgery. The procedure was completed using a similar device. There were no reports of patient harm.